Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. H6 adverse event problem, corrected data: initial report inadvertently listed the wrong codes.

Event description:
After further assessment, the reported vocal cord paralysis was concluded to be due to vns surgery. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution.

Event description:
It was reported that after the patient had their vns replaced in 2010, they experienced vocal cord paralysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.